Manufacturer narrative:
Product analysis #813237827: equipment used: video inspection system (m-78210), ruler 200cm (m-83361), as found condition: the pipeline flex braid and marksman catheter were returned for analysis within a shipping box; within a plastic bio-pouches; and within an opened marksman and pipeline flex inner pouches. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues. Conclusion: based on the analysis findings, the pipeline flex and marksman could not be confirmed to have resistance as no defect was found with marksman catheter. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. In addition, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the distal and proximal ends of the braid were found to be fully opened and damaged. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped pipeline had resistance in the marksman catheter and failed to open. When treating aneurysms of the left internal carotid artery ophthalmic artery segment, after the microcatheter was in place, the dense mesh stent ped-500-16 was delivered. The delivery resistance was large. When deploying the stent, it was found that the distal end of the stent was not opened well. Repeated attempts failed to successfully open the stent. Under fluoroscopy, the distal end of the stent was damaged, so the system was withdrawn, the stent was pushed outside the body and found to be damaged. Therefore, another marksman was replaced to deliver another ped-500-18 dense mesh stent, it was successfully deployed, and the operation was completed. The pipeline was not positioned in a bend. Less than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. The pipeline was resheathed and removed from the patient with the microcatheter. The resistance was in the distal section of the catheter. The devices were prepared according to the instructions for use (IFU). The catheter was flushed as per IFU. The patient was undergoing dense mesh stent implantation for left ophthalmic artery segment aneurysm. The aneurysm was unruptured, saccualr with a max diameter was 6.7mm and a neck diameter of 6.2mm. The distal landing zone was 4.4mm and the proximal landing zone was 5.2mm. Vessel tortuosity was normal. The access vessel was the femoral artery with a diameter of 10mm. No patient symptoms or complications were reported. Ancillary devices: 8f guilding catheter, synchro 14 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the resistance was in the distal part of the catheter. There was no damage to the pipeline pushwire or catheter observed.